Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump delivered properly during testing.  No unexpected no delivery alarms noted. The insulin pump was received with minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a recurring no delivery alarm. Blood glucose level at the time of the incident was not provided; however, the customer experienced a blood glucose value above 400 mg/dl. The patient treated their high blood glucose via insulin pump therapy. The customer also stated that the no delivery alarm issue was resolved by a complete set change. The caller also stated that the reservoir had to be pushed into the reservoir compartment and held there to get insulin delivery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.